Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the nir stent through previously placed stents and tortuous anatomy. The nir was removed and another manufacturer's balloon was used to dilate the entire lesion. The physician went back down with the nir, and was still experiencing difficulty crossing the lesion. While attempting to pull back, the physician felt a little bit of tension. During removal the monorail segment of the catheter detached in the pt and a snare was used for retrieval. Pt status is listed as "okay".